Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous unspecified coronary vessel. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for pre-dilation and the balloon ruptured at 10 atmospheres on first inflation. The physician removed the balloon catheter intact and the procedure was completed with a different device. No patient complications were reported and patient¿s status was good.